Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, five openings curved, white particles (calcification) on the shell and crease fold. A microscopic analysis was performed which identified: four striated openings on the posterior, one striated opening on the radius and wear abrasion. Based on the device analysis the final assessment is: five striated openings due to surgical damage consist in the use of some surgical tool. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: due to voluntary recall and capsular contracture, baker grade IV and pain.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and pain. Healthcare professional additionally reported removal "due to voluntary recall." Device has been explanted.